Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 23.5 months post index procedure the patient experienced restenosis of the right mid sfa. The % stenosis was 100%. The patient was treated 3 months later with a non mdt stent and ballooning. Investigator indicated that the reported event was not related to the device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
Cec adjudicated the revascularisation event as related to device, not related to procedure or drug. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.